Event description:
It was reported that when patient presented remote via merlin.net transmission, noise was observed on the ventricular lead. Patient was asymptomatic. Review of session records showed noise with non-sustained oversensing episodes. Lead measurements were stable and in range. Patient later presented to clinic asymptomatic and no programming changes were made. Patient is being monitored.